Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The sensing vector at the time of the shocks was set to the primary sensing vector. The patient's potassium level was elevated at the time of the events. Technical services discussed the events with the caller. No programming changes will be made at this time. There were no additional adverse patient effects. The system remains implanted.